Event description:
It was reported that (1) 350l was used during a laparoscopic appendectomy procedure. It was reported by the rep that the laparoscopic appendectomy 350l was used as a primary port after inserting the trocar and removing the obturator to find that the tip of the obturator was off and had fallen into the pt. Pieces were retrieved without incident and the case was completed with the sleeve in place. There was no consequence to the pt.